Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked reservoir tube lilp, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, stained and peeling off address and serial number label, a cracked case at the reservoir tube window corner, cracked reservoir tube and a missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump is alarming. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.